Event description:
It was reported that this right ventricle (rv) was placed in the area of the left bundle branch (lbb), resulting in dislodgement. Subsequently, a revision procedure was performed and the rv lead was explanted. When the physician attempted to place the new rv lead in the area of the lbb, it was difficult to place. The physician then decided to use a different rv lead and was successfully placed. No additional adverse patient effects were reported.